Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the section where the head motor tube attaches to the head spring is bent.